Event description:
It was reported that the patient is experiencing itching around right knee area that started shortly after the surgery. Patient states that he has a rash around itching area but is very minimum and it's the itching that bothers him the most. Patient would like to know if other people have experienced this because his surgeon has told him that he's never seen this in a patient.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned - remains implanted.